Event description:
Customer called and stated that their meter was producing inaccurate results. Which has caused them to go to the hospital 3 times. Their meter reported a result of 168mg/dl, compared to another meter's result of 41mg/dl. Customer asked to return meter for further evaluation, and a replacement was provided. Customer invited to call up receipt of new meter.